Event description:
Covidien's (B) (4) service center received a n-560 for a service check where it was determined that the audio volume was too quiet. Customer provided information that this problem was detected during the power on self test, and no patient was harmed. Covidien confirmed the audio signal played very softly, and the problem was isolated to the main pcb.